Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
Pod activated - 9:18 pm - blood glucose (bg): 320 mg/dl - bolus: 0.95 units 4:05 am - bg: 366 mg/dl - bolus: 2.0 units via syringe. At 7:30 am - bg: 134 mg/dl. Pod deactivated - 2: 24 pm. The customer's mother stated that the cannula was kinked.